Event description:
It was reported that a potential mislabeled tecnis toric (zct300 20d) intraocular lens (iol) had been implanted approximately three (3) weeks earlier, the exact implant date was not provided. This was the patient¿s first eye, implant in the left eye (os) and the surgeon was aiming for -2.25 (for monovision). During the post-op period, the patient reported blurriness of vision having 1.3d+ of residual cylinder. The lens was removed and an alcon sn6at5 implanted. The customer believes that a vitrectomy was not performed but was unsure. The customer indicated that it was believed that the lens box was mislabeled and the wrong cylinder and/or diopter was implanted. The lens had been implanted for about three weeks before the lens was explanted. The doctor also said that the lens possibly was also rotated in the eye. No further information was provided.

Manufacturer narrative:
Additional info: age/date of birth: (B)(6) 1943. If implanted, give date: (B)(6) 2014. A review of the manufacturing records was conducted. Sterilization batch was released (B)(6) 2013. There were no non-conformances. There were no associated nonconformity material reports with respect to the production order. Results of environmental control showed there were no environmental monitoring related non-conformances within the timeframe the production order was manufactured. The production order was not produced under deviation. There were no process and/or material changes within the production order. Based on the manufacturing record review and historical review no non-conformances were identified. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Patient date of birth/age: unknown; if implanted, give date: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.